Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that removal difficulties were reported when removing the delivery system of an assurant cobalt post successful deployment of the stent. The procedure was completed without any problems.